Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence which was caused by a fluid loss of the device. A surgical procedure was performed, during which a hole was identified in the tubing. The hole was determined to be the source of the fluid loss. As a result, the aus was removed and replaced. No further patient complications were reported.